Event description:
A cartridge alarm, specifically alarm 20, was reported during insulin pumping. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so there was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a resolution, the pump was set to be replaced, and the customer planned to use multiple daily injections as a backup therapy.